Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the barometric pressure reading was 689, which is low compared to the analyzer reading of 728 (out of tolerance of 3.5%). There was no patient involvement at the time the issue was discovered as the issue occurred during preventative maintenance (pm). No patient or user harm was reported. The alleged malfunction impacted the user¿s ability to use the device properly. The customer called technical support to report that the barometric pressure reading was 689, which is low compared to the analyzer reading of 728 (out of tolerance of 3.5%) during preventive maintenance (pm). Pm testing was stopped to troubleshoot the issue. External testing equipment (tsi certifier plus) was used, which may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer, and the issue was replicated. Troubleshooting/testing consisted of checking the ambient barometric pressure with other devices to verify that the tsi certifier was reading correctly. The rse advised the customer to continue through the pm pressure accuracy testing to see if other pressures are out of tolerance. The rse also discussed the barometric pressure transducer on the data acquisition (da) printed circuit board assembly (pcba) with the customer and advised the customer to make sure that the airway path to ambient is not blocked or obstructed; if no issues were found, the rse recommended replacing da pcba. The customer ultimately found that the cause of the malfunction was due to a faulty da pcba that needed to be replaced for repaired. After replacing the da pcba, the customer successfully performed a full pvt and returned the device to service as no malfunction was found. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.